Manufacturer narrative:
Information contained in this report was previously submitted through resp. Psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified, crease fold, wear abrasion, one opening curved on the posterior and the weight the device within specification. A microscopic analysis was performed which identified, one sharp edge opening (unidentified (tear) opening) and stress marks, near of the opening, this condition was called surgical impact. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is one sharp opening on the posterior due to surgical impact. The event of inflammatory nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation is unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a rupture on the left side found during surgery and a ¿silicone granuloma." Device has been explanted.